Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification, no battery out limit alarms. The device passed basic occlusion test, prime test, excessive no delivery test, and displacement test, no unexpected no delivery alarms noted. The device also had minor scratches on the lcd window, cracked case at display window corners, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming battery out limit. Customer had removed the battery for 10 minutes and during work she experienced high blood glucose of 400 mg/dl. Customer stated the device had alarmed no delivery and that was the reason for her removing the battery. Customer's blood glucose was 200 mg/dl when the alarm occurred. Troubleshooting was performed for no delivery. Customer was able to push insulin through tubing manually with the plunger. Customer reconnected reservoir and infusion set to the insulin pump. She performed manual prime and the device alarmed again. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.